Event description:
During a follow up call it was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The insulin pumped alarms low glucose level, the customer checks and the blood glucose is at 300 mg/dl. Or, the insulin pump alarms high glucose level, the customer checks and the blood glucose is at 72 mg/dl. The customer stated that they stopped using the sensor about a week prior to the phone call, because they kept receiving false alarms. At the time of the phone call the customer's blood glucose was unknown. Information for the proper use and techniques of the sensor was provided. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.